Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the day of onset of peritonitis, the patient was treated with intraperitoneal ampicillin 125 mg per day for 29 days. Four days later,the patient was hospitalized for the event and discharged five days after admission. At the time of this report, the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.